Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up nr 1 information: investigation: the device was not returned for investigation. However, the log file analysis shows that the error occurred at the interface area which is connecting multiple components. The displayed message referring to the first failed self-test of the readability of the eeprom. With an inoperable smbus2, the system was not able to read out the eeprom information of the various component connected with this bus. The root cause is most likely an inoperable smbus2 interface of the esm board. The defective esm board has been replaced. There was no patient involvement.

Event description:
The following was reported to hamilton medical ag: when the device is turned on, the hamilton screen appears, but the software does not load. After a while, an acoustic alarm will sound. No consequences for a patient. This occurred either during startup of the device.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the malfunction led to an inoperable device. The root cause is a malfunction of the esm board. Within this investigation it has been confirmed that the device failed to meet its specifications when the ventilator was switched on. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like this issue as it will be deemed a reportable event. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: when the device is turned on, the hamilton screen appears, but the software does not load. After a while, an acoustic alarm will sound. No consequences for a patient. This occurred either during startup of the device.

Event description:
The following was reported to hamilton medical ag: when the device is turned on, the hamilton screen appears, but the software does not load. After a while, an acoustic alarm will sound. No consequences for a patient. This occurred either during startup of the device.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).